Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
Upon opening the icy catheter kit (lot #191568), the physician tested the catheter before inserting it for ivtm therapy. During the test, a leak was found in the catheter's balloon. Consequently, a new catheter was utilized to initiate the treatment. No additional information was provided. No patient injury was reported.

Manufacturer narrative:
The customer's complaint of a catheter balloon leak was confirmed while flushing the returned icy catheter (lot #191568) during the decontamination process. During the in/out lumen flushing, a leak was observed from the proximal end of the distal balloon due to a tear in the balloon. During functional testing, all infusion ports and lumen were flushed without resistance. Upon flushing the in/out lumen, a leak was observed from the proximal end of the distal balloon. Further inspection of the catheter under a microscope showed a balloon tear located 1 cm away from the proximal end of the distal balloon, confirming the reported complaint. Pressurized functional testing could not be performed due to the leak discovered during the in/out lumen test. Historical complaints were reviewed for an investigation related to the reported complaint, and one similar complaint was reported for the icy catheter with lot #191568. (B)(6) was reported on march 03, 2025, and a balloon tear was confirmed at the proximal end of the distal balloon.